Event description:
It was reported that the pump was alarming 'no disposable, clamp tubing'. The patient was instructed to restart the pump and the pump was then running correctly. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. No additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
H4: correction: device manufacturing date: 18-jul-2019.